Event description:
The patient was scheduled to undergo a lead revision but when their device was checked in pre-op the impedance was within normal limits therefore the surgery was cancelled.

Event description:
It was reported through clinic notes that there was a device malfunction. The patient underwent a generator replacement due to high impedance (>=10,000 ohms). Post-operative impedance was apparently ok. It was confirmed that the report of device malfunction in the clinic notes was referencing the high impedance. The patient had experienced an increase in seizures as a ersult o the high impedance. No further relevant surgical intervention has occurred to date. No further relevant information has been received to date.